Event description:
Hcp reported pt experience of progressively worsening migraine headaches since system implant. Headaches are relieved when pt lays supine. Questioning probable csf leak due to catheter implantation. Interventions are being considered via blood patch or catheter revision. The pt reports having excellent control of her spasticity. Add'l info and final pt outcome has been requested, but unavailable at the time of this report. A f/u report will be sent when new info becomes available.